Event description:
An endurant ii stent graft system was implanted in a patient during an unknown endovascular procedure.  It was reported via technical services that the patient called stating that his right iliac stent collapsed after the procedure. The patient reported that they were transferred for intervention and ballooning of the collapsed graft was completed. Then patient then stated after they were transferred back to the hospital room it was found that there was no pulse in the other leg . The left leg was also subsequently ballooned and as per the patient, the physician then performed a femoral bypass. No cause of the event was provided.  No additional clinical sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1610c156e, serial/lot #: (B)(4), ubd: 31-mar-2024, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 27-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported occlusion events were confirmed; however the cause of the events could not be fully determined from the films returned. The dissection at the distal end of the left limb extension could not be confirmed. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is possible, per the physician, that the reported prolonged ballooning of the distal left limb of the area of the reported dissection may have caused the left limb extension to thrombose. The left side was ballooned without having a kissing balloon inside the right limb, so it is possible that the left limb compressed the right limb extension causing some narrowing and ultimately thrombosing the blood flow to the right leg. The pre-existing vessel thrombus, overlapping devices which reduced the stent graft lumen, and extending into the right external iliac artery may have also been factors. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed that post the implant procedure the patient complained of worsening left leg pain with no pulse found at the left common femoral site. The patient was transferred back to the or. The graft was shut down from the flow divider to the distal end of the left limb extension. The left side was the suctioned with an embolectomy device with little to no clot sucked. The physician proceeded to balloon the graft from the flow divider to the distal end of the left limb extension. Final angiogram showed that both limbs provided great flow within the stent grafts to the lower legs. A few hours post this procedure it was found the the patients right leg no longer had a femoral pulse. The patient was transferred for a second intervention. When the patient was brought back later that evening, the patients pulse to the right leg now appeared to be compromised. During this procedure, the physician elected to ivus the stent graft to visualize the stent graft from within. During the use of ivus, it showed that the right limb extension was now compressed near the distal aorta bifurcation and thrombosed from the flow divider to the distal end of the right limb extension. It was then decided to balloon the left side once again and then preserve blood flow back to the right leg via a fem- fem bypass and nothing else was done to reserve blood flow back through the right limb extension of the stent graft. It was noted that on recent follow up, palpable pulses were observed via both legs which would indicate a patent main body and left limb extension as well as a patent fem-fem bypass. Per the physician in reference to the occlusion to the left and right limb it was noted that it was was possible there may have been a slight edge dissection right at the distal end of the left limb extension and a prolonged ballooning was performed at the location causing the left limb extension to thrombose. It was believed that once the left side was ballooned without having a kissing balloon inside the other limb extension, the left limb then compressed on the right limb extension causing some narrowing and ultimately thrombosing the blood flow to the right leg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.